Event description:
It was reported via repair work order that the power coil cord was severed due to a damaged foot end cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.